Event description:
The facility reported that air was detected. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representatie stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of air detected was confirmed to be a false air alarm.